Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with keypad overlay peeling and label damage. Unit passed displacement test, self test, active current measurement, and sleep current measurement. No pump error noted during testing. No failed battery test alerts or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at a period of time. Problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and insulin pump had power loss alarm and insulin pump error alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that they received failed battery alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.